Manufacturer narrative:
Method: risk assessment. Results: device inspection, device history review and complaint history review could not be performed since the device was not returned (still implanted). Conclusion: the most likely cause of the reported event was determined to be misuse, specifically the user did not use the guide instrument when inserting the screws.

Event description:
It was reported that: the implant cracked.

Event description:
It was reported that; the implant cracked.